Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Event description:
Customer reported that the numbers ramped when trying to enter carbohydrates for bolus on the insulin pump. Customer states that there is an issue with the keypad. The blood glucose reading is 239 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.